Manufacturer narrative:
(B)(4). Batch # t5aw0c. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded and with all staples protruding, the washer uncut and the knife recess below the reload deck. The drivers were noted to be partially advance. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with the test reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The reload was not properly loaded in the device. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It is possible that the condition of the protruding staples is consist with the device has been partially activated. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, cartridge was pre-fired (second firing sequence). There were no patient consequences.